Event description:
Report rec'd from abbott international affiliate (abbott united kingdom) of a potential overdelivery of narcotic. The report states: "pump was set up in pca mode at 1mg/dl, 1mg bolus, 5 minute lockout, with a 100ml bag of saline/morphine. On the following day the pump was alarming (unspecified alarm), and the bag was empty. 66 demands had been recorded. One month after the event, the pt has made a complaint. The reporting nurse stated that other than the expected drowsiness and supplemental oxygen requirements in the post operative period, there was nothing clinically untoward in the period during which the pump was connected. There was no clinical evidence of a morphine overdose." No further info was available.